Event description:
Customer reported a malfunction with the pump, identified by malfunction code 12, which occurred multiple times. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections (mdi) as a backup therapy, and a replacement pump was arranged to be sent with instructions for the return of the defective pump.